Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps instrument jaw broke. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.65" x 0.21" was found to be broken off the yaw pulley. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.